Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensed beat was noted on the right atrial (ra) lead, or may have fallen into blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.